Manufacturer narrative:
Retainer ring = black. Case type = ngp. On october 09, 2022 the customer reported recurring insulin flow blocked alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, basic occlusion, occlusion, and self tests; it failed load/prime and the force sensor tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related alerts/alarms occurred around the event date: 7=no delivery--10+ alarms on october 09, 2022 from 00:48:00 to 23:41:06. The adapt tool does not list any pump errors that could potentially trigger a critical pump error whatsoever the case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. As the boards were extracted from the case, did not note the motor sleeve sticking to the motor slide. Also did not note any traces of previous moisture presence on the gearbox. Using a set of pliers, the gearbox was able to be turned easily. Motor was tested outside the unit, and it passed. The force sensor zero offset measured in specific = 23.2 mv. Viewed the motor flex cable and the force sensor flex cable underneath a microscope and did not see any cracked or broken traces in summary, customer report of recurring insulin flow blocked alarms was not confirmed during testing. The loading anomaly was isolated to some problem with the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had issue with the recurring alarm that insulin flow is blocked. Troubleshooting was performed but still having the same problem. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.